Event description:
Pt reported the infusion device does not properly provide low battery alerts. Pt also reported occlusion errors have occurred. The infusion device was replaced and requested for eval. No physiological effects were reported and the pt did not require treatment from a health care professional or second part to address the issue.

Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further info is obtained, it will be provided in the supplemental report.

Manufacturer narrative:
The complaint cannot be verified, the product meets the specification regarding the customer's allegation. The delivery accuracy and the occlusion limits were tested within the pump drive test on the diagnosis test and meet the specification. The technical investigation gave no evidence that the device did cause or contribute to the condition reported by the patient. The problem mentioned by the customer could not be reproduced.